Event description:
Customer reported unexpected negative reactions when testing a group a2 patient sample on the echo. Instrument results were group o. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
In-house donor samples of known abo types including a2 subgroups were tested on an in-house echo. The expected reactivity was observed in all testing. The returned patient's sample exhibited ntd results when tested with the same retention lots on an in-house echo instrument. The sample was tested by manual tube method using the same reagents used on for echo testing. The forward type was group o and the reverse type was group b. The galileo echo operator manual "certain blood samples factors have a high likelihood of causing no- type-determined(ntd) abo or rh (d) interpretations. These include serological factors due to the inheritance of weakly expressed gene products, by certain diseases (such as leukemia) through the transfusion or transplantation of abo and rh (d) allogeneic red blood cell products, or due to the patient's age". The nature of the sample cannot be ruled out as the cause of the event.